Event description:
The customer reported that when the device was turned on the screen was completely dark , numbers appeared in white characters on the screen and the device alarmed. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that when the device was turned on the screen was completely dark , numbers appeared in white characters on the screen and the device alarmed. There was no patient involvement.